Event description:
The customer reported that the probe on the ortho provue analyzer was bent and dripping fluid on top of the gel card foil. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined for the bent probe. An ocd field engineer arrived at the customer site and replaced the appropriate components to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.